Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/ modem was unable to charge a battery pack.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4)has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger / modem was unable to recognize a battery. The cause for the resets was isolated to a contaminated battery board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.